Event description:
The customer reported to olympus, there was air leak when using the tracheal intubation fiberscope. Inspection and testing of the returned device found the coating of insertion section was peeling off; (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet standard value. The bending tube was damaged. The connecting tube had a dent and scratch. Due to wear of the angle wire, bending angle in up direction did not meet standard value. The venting connector under the grip was shaved. In addition, the eyepiece, the diopter ring, the control unit, the scope-cover, the grip, the up plate, the angulation lever, and the image guide protector were all scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that it is probable that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.